Manufacturer narrative:
The referenced report of previous percutaneous lead repair is covered under medwatch MFR report # 0002916596-2013-01288. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the percutaneous lead had a small tear that had started leaking green fluid. It was also reported that the grey sleeve from a previous percutaneous lead repair was damaged. There were no reported alarms. The patient was asymptomatic. The manufacturer¿s technical services reviewed the provided log file and confirmed the system was operating as designed within the set pump parameters and the log was unremarkable. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement distal to the prior repair was performed without issue. No additional information was provided.

Manufacturer narrative:
The report of cosmetic damage to the percutaneous lead repair site was confirmed per the evaluation of the returned percutaneous lead portion. The external portion of the percutaneous lead, approximately 17.5 inches long from the connector, was returned for evaluation. A previous percutaneous lead repair site was present. The repair site was disassembled and analysed. The distal portion of the repair site was covered with tape. The grey silicone sleeve had damage on the distal end of the repair site. The distal and proximal ends of the black shrink tubing had minor distortion and had green residue. The distal and proximal ends of the copper tape were damaged. No further damage to the repair site was identified. Damage to the white silicone sleeve was identified near the distal end of the repair site. The outer jacket was removed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor metal shielding was observed at the metal connector and approximately 10 inches from the metal connector. Visual inspection of the wires found no fractures or breaches. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.